Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, the instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed the technical support engineer (tse) that monopolar curved scissors (mcs) instrument moved non-intuitively. The customer replaced the mcs instrument to resolve the issue. The tse advised the customer to reseat the sterile adapter (sa) first before replacing the instrument if the issue would reoccur. The system was working normally. The procedure was completing as planned with no reported injury.